Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product complaint # ==> pc-(B)(4)investigation summary ==> examination of the returned device finds the canted coil spring component is missing. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that they found the patellar clamp to be broken upon inspection.